Event description:
It was reported via repair work order that there was reduction in brake force due to the rubber material of the caster being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.